Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant products: unknown liner. Multiple reports were submitted along with this report 0001822565-2022-00040. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a hip manipulation by way of closed reduction due to pain and dislocation approximately 10 days post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: reported in error, device remains implanted. D10: competitors liner and cup ¿ unknown part and lot numbers. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the post-operative left hip arthroplasty. DHR was reviewed and no discrepancies were found. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.